Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. The pump was received with intermittent buttons due to corroded keypad traces. The pump was received with cracked case at display window corners. The pump was received with scratched lcd window. The pump was received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was 120 mg/dl. The customer states the escape buttons is unresponsive and could not clear the alarm. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.